Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. During the material analysis, it was noted the component showed evidence of a stress fracture which in turn caused the bearing to dislocate and wear from the distal side. The root cause of the event was determined to most likely be due to the patient's weight which is outside the recommended limit for the implant.

Event description:
It was reported patient underwent left total knee arthroplasty on (B)(6) 2010. Subsequently, patient underwent a revision procedure on (B)(6) 2014 due to fracture of the tibial component. The tibial tray was removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 9 states "fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight". D.10 product is being returned to manufacturer, but has not yet been received. Upon completion of evaluation, a follow up report will be sent to the FDA.